Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. A hole was observed in the ra proximal seal plug; all other seal plugs were intact, and all setscrews moved freely. A review of device memory confirmed a lead impedance measurement for the rv was greater than 2,500 ohms and for the ra impedance was 520 ohms. This confirmed the lead safety switch triggered on the high, out-of-range pacing impedance on the rv lead. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Manual lead impedance testing was also performed, with normal measurements noted. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. Finally, a series of electrical tests were performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused the reported clinical observations.

Manufacturer narrative:
The device is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered the lead safety switch, indicating an impedance value of less than 200 ohms or greater than 2,000 ohms was recorded. The pacemaker had reached elective replacement time (ert); therefore, it was suggested to revise the rv lead during the device replacement procedure. A boston scientific field representative later reported that the device and rv lead were replaced with competitor's products; the representative was not present for the procedure so it was unknown if the rv lead was abandoned or explanted. However, the device was received at boston scientific for laboratory analysis without the associated lead. No additional adverse patient effects were reported outside of the procedure required to replace the system.